Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 45 mg/dl. The cause of the low bg was unknown. The customer attempted to address their low bg by consuming carbohydrates and then went to the emergency room (ER) on (B)(6) 2023. The customer received an IV with fluids of saline to resolve their low bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.